Event description:
It was reported that the dressing was creased in low adhesion, and surrounding protect paper was raised. The event happened before treatment and there was a back up available. No patient harm was reported.

Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. A complaints history review was carried out using the lot and part numbers provided, there have been no further complaints reported with this failure mode in the past three years. The device is intended for use in treatment. It was reported that the dressings had low adhesion, a creased film and that the carrier was raised. Images provided showed the issue of delamination. The returned dressings were evaluated. A visual inspection did not identify a creased film on any of the dressings. During a functional evaluation low adhesion was not found on any of the dressings. However delamination was identified on three of five returned dressings. Delamination is a low level intermittent fault which if seen is tabbed for removal during the conversion process. During the manufacturing of the dressing, in process checks are undertaken for this product. All material is manufactured according to the specification and only product meeting the release criteria will be passed on for further processing. We have not been able to confirm a relationship between the reported low adhesion and creasing and the device. We were, however, able to confirm a relationship between the reported raised carrier and the device. The root cause was determined as a manufacturing defect. As this is a very low occurring issue, no further actions are deemed necessary. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.